Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed

Event description:
During its post-market surveillance activities on (B)(6) 2021, penumbra inc. Became aware of a journal article titled, ¿safety and efficacy of vacuum assisted thrombo-aspiration in patients with acute lower limb ischaemia: the indian trial.¿ (de donato et al. 2021) this article reports a multicenter prospective analysis of one hundred and fifty patients diagnosed with alli (acute lower limb ischemia) from sixteen centers in italy, undergoing procedures between october 2017 and june 2019 utilizing indigo system separators and catheters. During one procedure using a femoral-to-below-knee popliteal bypass to treat a severely diseased tibioperoneal trunk, approximately two millimeters of a separator¿s tip broke off and remained trapped in the target vessel. After several unsuccessful attempts to capture the broken separator tip, the physician decided to stabilize it against the arterial wall using a short balloon expandable stent. It was also reported that repeat thrombo-aspiration was performed using the indigo system resulting in clinical resolution of the thrombosis. There was no report of an adverse effect to the patient. It was not possible to ascertain specific device or patient information from the article, or to match the events reported with previously reported complaints.